Event description:
The customer called to report that they treated blood glucose with manual injections. The customer stated that they received an alarm. Troubleshooting was performed. The customer indicated that they could not hear the audible tone. The customer changed the batteries and ran a self test and the pump did not beep or vibrate. Advised the customer to revert to back up plan of manual injections. A replacement pump was requested.